Event description:
It was reported by the customer that the needle was inserted, and the guidewire was advanced without event. However, the catheter was then advanced, but became "hung up". An attempt was made to remove the whole device, but the physician could not withdraw it. As a result, the device was clipped off and a vascular surgeon was brought in to remove it from the pt. The customer noted the outcome of the pt was fine.

Manufacturer narrative:
Sample will not be returned for eval.